Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Event description:
It was reported the bd microtainer® contact-activated lancet experienced retraction issue - delay or no retraction and needle stick injury-post use. The following information was provided by the initial reporter: translated to english. The customer stated there was a "needle retraction failure, resulting in needle stick. The customer reported as follows: while handling the used lancet after blood collection, a nurse pricked the left hand finger with the blade. When checking the relevant product, the blade was not retracted." No medical intervention reported.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® contact-activated lancet experienced retraction issue - delay or no retraction and needle stick injury-post use. The following information was provided by the initial reporter: translated to english. The customer stated there was a "needle retraction failure, resulting in needle stick. The customer reported as follows: while handling the used lancet after blood collection, a nurse pricked the left hand finger with the blade. When checking the relevant product, the blade was not retracted." No medical intervention reported.